Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the plastic mounting base was cracked with small shards of plastic floating in the packaging. Based on the visual exam, the reported complaint was confirmed. The broken/damaged condition of the blade suggests handling/shipping damage, although this could not be confirmed. A root cause for the breakage could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that a plastic piece from the rear mounting base is broken/busted. No patient injury reported.

Manufacturer narrative:
Qn# (B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The customer alleges that a plastic piece from the rear mounting base is broken/busted. No pt injury reported.